Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used in the stomach during a peg placement procedure performed on (B)(6) 2024. During the procedure, the area that connected the hard plastic (transition joint between peg tube and introducer dilator) and the silicone tube was separated. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event.